Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 34th to 36th distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a lesion in the mid left anterior descending (lad) artery. Resistance was encountered when advancing the device. It was reported that an attempt was made to cross the lesion but failed. When the device was removed burrs were noted on the stent. The patient was alive with no injury.